Event description:
It was reported that device fracture occurred. A 180x25cm fathom-16 guidewire was selected for embolization. However, during the procedure, it was noted that about 15cm of the tip had broken off in the renal artery. A portion of the broken tip remained in the microcatheter, and everything was able to be pulled out safely. A new wire was used to complete the procedure. There was no consequence to the patient.

Manufacturer narrative:
B3 - date of event: used 11/01/2024 as the event date was not reported. E1 - initial reporter address 1: (B)(6). G4 - premarket / 510(k) #: k111485, k170636. Device eval by MFR: the device was not returned. However, a photo was provided from the healthcare facility. It was observed that the distal tip detached.

Event description:
It was reported that device fracture occurred. A 180x25cm fathom-16 guidewire was selected for embolization. However, during the procedure, it was noted that about 15cm of the tip had broken off in the renal artery. A portion of the broken tip remained in the microcatheter, and everything was able to be pulled out safely. A new wire was used to complete the procedure. There was no consequence to the patient.

Manufacturer narrative:
B3 - date of event: used (B)(6) 2024 as the event date was not reported. E1 - initial reporter address 1: (B)(6). G4 - premarket / 510(k) #: k111485, k170636.